Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported circuit breaker tripped issue. The manufacturer¿s field service engineer (fse) remotely recommended customer to run the unit overnight to attempt to duplicate the problem and to allow the battery to charge. The manufacturer¿s field service engineer (fse) followed up with customer and customer has not been able to duplicate the issue.

Event description:
The customer reported circuit breaker tripped. There was no patient involvement.